Manufacturer narrative:
(B)(4). The customer returned a spring wire guide (swg) assembly, ars with introducer needle attached, catheter, dilator, catheter over needle, and lidstock for evaluation. Signs of use in the form of biological material were present on the introducer needle, catheter, and swg assembly. Visual inspection revealed a bend in the guide wire body just proximal to the j-bend. Microscopic examination confirmed both welds were full and spherical. No defects or anomalies were observed on the ars. The bend in the guide wire measured 572 mm from the proximal tip. The overall length of the guide wire measured 603 mm which is within specification of 596-604 mm per swg product drawing. The outer diameter of the guide wire measured 0.792 mm which is within specification of 0.788-0.826 mm per product drawing. The returned guide wire was passed through the returned ars, dilator, catheter, and 18 ga introducer needle with minimal resistance. A manual tug test confirmed both the distal and proximal weld of the guide wire were intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." The customer complaint of a damaged guide wire was confirmed by the complaint investigation of the returned sample. Visual inspection revealed one bend in the swg body just proximal to the j-bend. The guide wire passed all dimensional and functional testing. A device history record review was performed, with no relevant finding. Based on the sample received, the root cause of this investigation is unintentional use error. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: "doctor can't insert the swg (spring wire guide) into the patient smoothly. The doctor speculates that there is resistance between ars (syringe) and swg."

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: "doctor can't insert the swg (spring wire guide) into the patient smoothly. The doctor speculates that there is resistance between ars (syringe) and swg."